Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es tower screen went black. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the screen had gone black. A field service engineer instructed the customer to unplug the station and then find the power button to turn on the tower. The customer called back and reported being able to start the tower by turning on the main switch. The remote smart service showed the station back online. The customer verified that the tower was operational and working fine. The system functioned as intended after the field service engineer assessed the device. Initial reporter facility name: (B)(6).